Event description:
It was reported that on (B)(6) 2012, a quick coupling for k-wire was slipping. It is unknown whether or not the product was used in a surgery, and if medical intervention was required. No further information is available at this time. This is 1 of 1 reports for this event.

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review was conducted and the report indicates the investigation has shown that the serial number (B)(4) belongs to the subcomponent 50159080, which was manufactured in 2010. The manufacturing documents of the device were reviewed and no complaint related issues were found. Our documents show that this subcomponent was ordered by the us repair centre and it is unknown for which machine this component was used.

Manufacturer narrative:
Device was evaluated by synthes anspach and reports the following: reliability engineering evaluated the device and, and the reported problem could not be confirmed or duplicated; the unit was tested and passed all operational specifications, and no problems were noted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.